Event description:
It was observed that during the device evaluation, there were foreign objects in the jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
It was observed that during the device evaluation, there were foreign objects in the jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. Based on the results of the investigation and the information provided, the nature of the foreign material could not be determined. No damage was found in the area where the foreign material was detected. With the information acquired, it was unclear whether any deviations were identified with the reprocessing performed according to the instructions for use (IFU). The legal manufacturer reviewed the cleaning, disinfection and sterilization (cds) processes. The customer did not send a checklist. And no obvious deviations from the IFU were identified. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance, with the following sections of the instructions for instructions for use:  the instruction manual gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection: describes, how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope: describes, how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.